Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Continuation of concomitant: a2dr01 ipg implanted: (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to high thresholds. No patient complications have been reported as a result of this event.